Manufacturer narrative:
Additional information was received that the reason for explant was due to patient's preference. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Section d4 other # field is populated with the di number. Additional suspect medical device components involved in the event: model#: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm model#: sc-2208-50t serial #: (B)(4) description: st linear trial lead 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.